Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and heavy blood inside the statgard sleeve. A catheter tubing kink was observed approximately 31.24cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender tubing, and extracorporeal tubing and no leaks were detected. A smooth insertion of the guidewire was observed. Unable to confirm the reported migration due to the returned condition of the iab. However, the reported statgard leak was likely caused due to the statgard tip being engaged with the sheath hub. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-19 through jun-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-19 through jun-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted, its positioning was frequently displaced. The positioning was corrected under fluoroscopy. Blood has adhered to the inside of the contamination shield and became unclean so the iab was replaced. It was noted that the patient's blood vessel meandering was mild, blood pressure was not high, no infectious disease. There was no patient harm or adverse event reported.